Event description:
The facility reported a 250 ml/hr intermate underinfused during patient use. A volume of 265 ml was infused over the course of 2-3 hours rather than 1 hour. This implies a 88.3 - 133 ml/hr flow rate range, which is 35-53% of the expected flow rate. The device was filled with a solution of vancomycin and sterile water. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The specific lot number is not known for this incident; however, the customer was certain that one of two potential lot numbers was involved (11f083 and 11k031). The batch review of potentially associated lots (11f083 and 11k031) revealed that all of the acceptance criteria were met to release the lots. There were no non-conformances, failures, rework, or deviations related to the lots. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The actual sample was discarded. However, companion samples were returned to baxter and are currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received eighteen (18) samples from lot 11f083 and one sample from lot 11k031, each containing approximately 265 ml of solution in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on each of the samples for 52 minutes. At the end of the flow test period, the intermates produced the following flow rates: calculated flow rate (ml/hr) = 220.9, 224.9, 222.5, 222.0, 229.0, 229.1, 220.5, 223.9, 223.3, 228.6, 221.2, 229.3, 228.0, 225.0, 226.4, 220.6, 221.8, 224.6, 229.0 normalized flow rate (ml/hr) = 226.4, 230.5, 228.1, 227.6, 234.7, 234.8, 226.0, 229.5, 228.9, 234.3, 226.7, 235.0, 233.7, 230.6, 232.1, 226.1, 227.3, 230.2, 234.7. Specification range (ml/hr) = 212.5 - 287.5. The intermates produced functional results within the specification range; the devices performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.